Manufacturer narrative:
The company representative observed incorrect date on recorder strip, he corrected the date and message got cleared. The company representative replaced the "executive processor board" (part number 0670-00-0770e). The device history record (DHR) for the iabp has been reviewed. There are no non-conformances noted in the DHR related to the reported event. The part has been received at the manufacturing facility in (B)(6) for evaluation. A follow up medwatch will be submitted. Internal complaint number: (B)(4).

Event description:
During routine morning check unit displayed "safety disk requires replacement." No patient involved.